Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, bone/tissue damage and fluid. Subsequently, the patient was revised on (B)(6) 2011. Review of revision invoice suggests the modular head was removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, bone/tissue damage and fluid. Subsequently, the patient was revised on (B)(6) 2011. Review of revision invoice suggests the modular head was removed and replaced. No further information has been provided to date. Additional information received from operative report noted patient underwent a revision procedure on (B)(6) 2011 due to pain, discomfort and elevated metal ion levels. Operative report further noted turbid fluid, metal debris and trunnion corrosion during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.